Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2011 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), (B)(4).

Event description:
It was reported that the patient was having coupling and/or communication issues. The patient had a revision about a week ago and c hanged the pocket, moved up a little bit as the battery had dropped. Now the patient was having trouble getting coupling and only got 2 bars. Additional information received reported a suspected device flip, although it was not confirmed at the time. Subsequent information received reported that the patient was having a revision on her device pocket on october 18. Further information received reported that the patient had increased pain related to no stimulation working due to dead device. The revision last week included replacing the device and revision of the pocket. The patient was getting great results.